Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as " when injecting the carrier solution and active ingredient the liquid did not fill the elastomer balloon of the pump but instead entered the interior of the pump." This issue was discovered during filling. There was no patient involvement. No additional information is available.